Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the glenosphere inserter, ar-9624, is damaged. Additional information requested. Additional information provided 11/18/2019: during a reverse shoulder replacement procedure, the tip of the glenosphere inserter, ar-9624, broke off during insertion of the glenosphere. The device broke after it performed its job. The broken piece was threaded/locked into the glenosphere and was left in that implant inside of the patient.